Manufacturer narrative:
Results: the returned device was fractured at approximately 88.0 cm from the hub. Conclusions: evaluation of the returned benchmark revealed a fractured device. The complaint reported the benchmark was kinked within its packaging. If a kinked device is further manipulated, it may worsen to a fracture. The benchmark packaging was not returned for evaluation; therefore, the root cause of the reported complaint could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital technician noticed that a benchmark 6f 071 delivery catheter (benchmark) was kinked and pinched within its packaging. The damage to the benchmark was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using a new benchmark.